Event description:
It was reported when the package of the 3.5 x 15 mm zeta stent was opened, it was noted that the stent was dislodged from the delivery system. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned zeta stent delivery system (sds) noted contrast visible in the inflation lumen consistent with preparation. The stent implant was dislodged from the balloon and was returned, confirming the reported dislodgement. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The stent outer diameters were measured and met manufacturing criteria. The inner diameter of the protective sheath was measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the protective sheath was inadvertently handled during removal, resulting in the stent dislodging however this could not be confirmed. A review of the lot history record revealed no associated nonconforming material records. Additionally, a query of the complaint handling database for the reported lot revealed no other incidents. Although a conclusive cause for the reported complaint could not be determined, there is no indication of a product quality deficiency.